Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h3: device evaluated. H4: device manufacture date.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states ec34-i10l-us with a 510k of k131855 (B)(4)

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video colonoscope ec34-i10l sn: (B)(4). The complaint stated that during pre-inspection check, the user found no video image. There was no adverse event reported with this complaint. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. On 02jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector could not confirm the user narrative. The device was found to be in fully functional with no defect. Although no defect was found pentax service changed the circuit board as a precautionary measure. The device was final quality control checked and returned to the user on 15jul2021 on delivery note (B)(4). A review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 14sep2017.